Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. Review of the performance data showed a considerable degree of fluctuation in the patient's ventricular capture threshold measurements over time. Device settings showed the amplitude safety margin programmed at 1.5x which did not allow the device to provide enough output with the patient's wide fluctuation in thresholds. Ventricular capture management in this device is operating as designed.

Event description:
It was reported that a physician stated that ventricular capture management programmed outputs down when the patient's threshold had gone up, resulting in no safety margin and no capture. It was noted that there were 575,926 premature ventricular contractions, and that the threshold had been varying from 1.125 to 2 v, which was noted as significant. The device and lead remain in use. No patient complications have been reported as a result of this event.